Event description:
The customer observed a falsely elevated glucose result for one patient while using the clinical chemistry glucose assay. The customer provided the following results (customer range 3.6-6.1 mmol/l, critical high >25.0 mmol/l): initial 17.7 mmol/l and repeat 5.8 mmol/l no additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The lot number was provided by the customer on (B)(6) 2012: 41271uq05. The size code for the list number (catalog #) has been updated to reflect the size code of (-21) instead of (-20) as reported in the initial submission. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. In the complaint text the customer indicated that the issue was likely due to bubbles at the time if testing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the clinical chemistry glucose assay, list number 3l82, was identified.

Manufacturer narrative:
High test results; (B)(4): no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.